Event description:
It was reported to boston scientific that the "customer received the stonetome product today and noted the packaging looks defective. The tm checked the product and reported that the metallic foil is worn to the point that it is transparent." There was a 10th product received with the same packaging anomaly that was used in a procedure today without event. There is no further information available. Note: this report pertains to one of ten devices that were used during the same procedure. Refer to associated manufacturer report numbers 3005099803-2008-7258, 3005099803-2008-7263, 3005099803-2008-7262, 3005099803-2008-7260, 3005099803-2008-7261, 3005099803-2008-7259, 3005099803-2008-7264, 3005099803-2008-7265, 3005099803-2008-7266 for reports on the other devices.

Manufacturer narrative:
Other (packaging anomaly). The suspect device, a stonetome, was not available for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Note: this defect has prompted remedial action.